Event description:
A user facility reported to olympus that during preparation for use, the lights on the evis exera iii xenon light source control panel keep flickering. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the customer's event due to a scope socket slider switch not functioning. In addition, the chassis is deformed, the bottom chassis is corroded, the top cover is deformed and rusty, the front panel is damaged, the front panel chassis is corroded, dust is accumulating and there is debris inside the air tubing. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer confirmed the procedure was a diagnostic colonoscopy. There was no delay with the procedure and it was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. B5: updated within information from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the scope socker slider switch not functioning could not be determined at this time. Olympus will continue to monitor field performance for this device.